Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. The clips were ejecting from the device. Another device was used to complete the case. There was no consequence to the patient.